Event description:
There was no injury involved. The ac/dc adaptor is used to power the aeroneb nebulizer device to administer treatments. After each treatment, the adaptor is removed from the main plug for storage. The user/pt noticed that the housing of the adaptor was coming apart. Electrical wires are inside the housing which is glued shut and not designed to be accessed. This is the only report of this event.